Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) or (B)(6)2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was reported as caused by careless diet. The patient hospitalization and patient outcome were not reported. Initially, the patient was treated with penicillin (intraperitoneal) later, the patient was treated with rifampicin and another unspecified oral medication for the event. Pd therapy was ongoing. The reporter declined to provide additional information.